Event description:
It was reported that the user experienced blood glucose readings above 400 mg/dl and, upon removing the cartridge from the ilet device, observed that the glass cartridge had shattered within the reservoir chamber; the user cleaned out glass fragments, dried the chamber, and completed two successful dry runs before powering the device off and using backup therapy. Symptoms included no injury, clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a fracture of the reservoir component with stress-related issues identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.